Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, crack case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that they had crack, chipped off top of reservoir compartment. Customer's current blood glucose was not given. Customer stated that reservoir was able to lock in place. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.